Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown exchange.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
The reason for reoperation is: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. Healthcare professional, later reported, rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease is observed. Brown particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional later reported rupture. Device has been explanted and replaced.